Event description:
During an implant procedure, the patient suffered a cardiac arrest. The patient was resuscitated and is doing fine. The physician believes the patient reacted to fentanyl, given to patient by the anesthesiologist. The patient was not implanted.

Manufacturer narrative:
The patient was not implanted. This is the final report.